Event description:
A malfunction on the pump was reported by the caller, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions to contact them if the malfunction code reoccurs. The customer successfully rejoined the sensor session and resumed insulin delivery while still on the call with technical support.